Manufacturer narrative:
There is no indication of any system or component failure and the initial report of slight migration did not appear to adversely affect the therapy being delivered to the targeted area. The initial implant of the nalu device was intended to target the nerve area reported by the patient and had replaced a previously implanted system from a different manufacturer that was treating that same area. New reports of a new pain location were attempted to be addressed per the patient's request and resulted in loss of therapy to the previous target. Second surgical revision was done per the patient's request and in attempt to capture as much of the problematic area as possible.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on 11/09/2022 to replace an existing system from a different manufacturer. In (B)(6) 2024 the patient noted that the original pain location (mid back area) was being addressed however a new pain location was noted in the upper mid back area, more toward the shoulder. During evaluation, x-ray imaging found that although the original pain location was still being adequately addressed, the implanted leads had slightly migrated. On (B)(6) 2024 a surgical revision was performed to remove the original 8 contact leads and place new 4 contact tined leads in a slightly higher location to better capture the new pain location and discourage any further migration. During the procedure the implantable pulse generator (ipg) was also replaced to accommodate the new type of leads being implanted. ( see incident 3721, MDR 3015425075-2024-00306) the new system was activated and the patient reported that the new pain location was being treated, but the original pain location was again problematic. Additionally, the patient noted that there were some issues with intermittent communication failures between the ipg and the external therapy discs. Physician advised the patient that the surgical site would need to heal longer and allow for swelling and scarring to resolve in order to properly evaluate the communication issues. Patient adamantly insisted on a second revision to better capture the pain areas and resolve the communication issues. On (B)(6) 2024 a surgical revision was performed to remove the 4 contact leads and ipg and place 8 contact leads and ipg back at the intercostal area in attempt to cover as much of the pain areas as possible.